Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a follow-up report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14a11058, h13l10091 and h13k18021 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis was unknown. The patient was treated with vancomycin and unspecified antibiotics (doses, routes, and frequencies not reported) for the event. The patient was later discharged from the hospital and reported to be recovering from the peritonitis. Therapy was discontinued and the patient was placed on hemodialysis. No additional information is available at this time. This is report 1 of 3 involved in this peritonitis event.